Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported from the site that on (B)(6) 2018 the patient came into the hospital after having had a cardiac arrest episode with ventricular tachycardia and ventricular fibrillation which resulted in cardiopulmonary resuscitation (CPR). It was sated that the patient was cooled once admitted and remains hospitalized. It was also stated the patient presented with low flows and hemolysis and there was a suspicion of thrombus. The patient also was stated to have had a neurological dysfunction and hypoxia. It was noted by the ventricular assist device (vad) coordinator that on (B)(6) 2018 the family had a meeting and the decision was made to withdraw care on (B)(6) 2018. It was stated that the patient expired on (B)(6) 2018 within the hour of withdraw of care. The cause of death (cod) was stated to have been due to anoxic brain injury. Autopsy was declined, and the pump will not be returned, and peripherals were disposed of by the site. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported "low flow event" event was confirmed through log file analysis which revealed 15 low flow alarms recorded since (B)(6) 2018. An abrupt drop in power consumption of 1.8 w was logged on (B)(6) 2018 to parameters below the normal operating range. Parameters returned to the normal operating range but remained lower than baseline on (B)(6) 2018. Of note, the cause of death was stated to have been due to anoxic brain injury. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported "low flow event" event may be attributed to multiple factors including but not limited to thrombus at inflow cannula/outflow graft, constriction in the outflow graft, ventricular tachycardia. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed out while standing up, then his heart stopped, and stopped breathing. Emergency medical systems (ems) were able to revive the patient, however, the patient had brain damage due to lack of oxygen.

Manufacturer narrative:
Correction: initial report aware date: (B)(6) 2018 this event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.